Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading was 504 mg/dl. Customer experienced vomiting and chest pains. Customer also complained of stomach infection and heart racing. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.